Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. System: a medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, at which point the system performed as intended. Concomitant product: the returned psu powered up on the test bench without issue. A check of the event log did not show any adverse events. However, the psu did fail an accuracy test (aak) at .35 mm with a passing threshold of .25 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system's camera was damaged and was displaying an orange bump sensor. The local representative (cs) rebooted three times without success. The positioning sensor unit (psu) would not connect. Power light was not on. The cs had the site unplug interconnect cable and reconnect without success. This was reported outside of a procedure. There was no patient involved. It was reported that cause of the malfunction was unknown, noting that there was no external damage to the camera.